Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturers representative (rep) regarding a patient who was receiving an unknown drug via an implantable pump. The event date was (B)(6) 2017. It was reported that "the doctor was conferences" that the pump had become dislodged in pocket and catheter was kinked. There were no applicable factors that may have led or contributed to the issue, no applicable diagnostics/troubleshooting. Surgical intervention occurred; on this report date the catheter was explanted and replaced, the explanted catheter would not be returned as they were discarded by the customer. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿ no symptoms were mentioned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that to resolve the dislodged pump issue, sutures were placed on the pump to keep it from coming dislodged again. No further complications were reported.